Event description:
The customer stated that an unspecified number of patient samples and quality controls tested for ise indirect na for gen.2 on the cobas 6000 c (501) module were running on the high side. Controls were within range, but one patient sample had a different result when repeating it on a second c 501 analyzer. The result from this patient sample was erroneous and reported outside of the laboratory. The sample initially resulted with an na value of 149 mmol/l and this value was reported outside of the laboratory. When the sample was repeated on the second c 501 analyzer, it resulted as 137 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The serial number of the c501 analyzer was (B)(4). The field service engineer could not determine a cause. He suspects that the na electrode was damaged. He replaced the na, k, and cl electrodes. He ran precision studies. The customer ran calibration and controls. All controls were acceptable to the customer. The system was performing within specifications.

Manufacturer narrative:
The issue appeared to be solved after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.